Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover (a-rubber) is detached. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions were found: the adhesive on the bending section cover (a-rubber) is detached. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.